Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06591. Reference MFR report: 1627487-2013-06592. It was reported the patient stopped using her scs system because it was causing her pain in her legs. The patient stated she was implanted for back pain, and she would have to turn her amplitude really high to obtain any relief. Consequently, the high amplitude would cause pain in her legs. The patient does not recall how long it has been since she last used her system. It is undetermined whether her scs ipg is still functional. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.